Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was intermittently unresponsive and responded incorrectly to touch during setup. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) received manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 double head pump was intermittently unresponsive and responded incorrectly to touch during setup. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative cleared the device memory which resolved the issue of incorrectly responding to touch but did not resolve the intermittent unresponsiveness. The service representative then replaced the touch screen and subsequent testing confirmed that the issue was resolved. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.